Event description:
Patient was placed on patient-controlled analgesia (pca) morphine drip for end of life care. Pca pump was set up by two nurses when started per protocol. Patient on pump with family at bedside. Pump was cleared per orders and pump indicated patient received 6/7 attempatients and 75mg. Patient was resting comfortable until passing at 0635, when pca pump was stopped and remaining wasted, the cassette was still full and 100 ml was found to be left in cassette. Pump was verified again by two rn to ensure it was programmed properly and it was found to be programmed properly. Patient was not adversely affected as she did not receive morphine as had been expected. Patient was resting comfortable and sleeping at time of death.